Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13b06040 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Event description:
It was reported that the patient connector of a uv flash transfer set would not connect to a titanium adapter when the transfer set was being changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available. Report 1 of 2.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. Sample was confirmed for the reported problem because the dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a follow-up report will be submitted.